Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw driver tip stripped during final tightening.

Manufacturer narrative:
(B)(4). Two (2) mmsi x25 final tighteners [product code: 2797-12-600] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that approximately 1mm in axial length of the hexlobes on the two x-25 tightener distal tips had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with tighteners that were likely subjected to higher than anticipated torsional forces during the tightening step, resulting in the distal tips becoming stripped. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the two x25 tighter distal tips becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tips of the tightener¿s drive features suggesting that these drivers were subjected higher than anticipated torsional forces during the tightening process, resulting in the tips becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.